Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 07/14/2016 with the following findings: during a visual inspection of the pump, the battery compartment was confirmed to be cracked.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a damaged battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.